Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise on the patient¿s atrial lead was causing inhibition of atrial pacing and inappropriate ventricular pacing. Lead impedance was trending down over time. An insulation anomaly was suspected. The atrial lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.